Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced slight recurring incontinence with an artificial urinary sphincter (aus) after stepping out of a car. It was indicated that the level of incontinence was 2 to 3 pads per day. The patient underwent a flexible cystoscopy to assess the existing device. A month later, a surgical procedure was performed in which the existing device was removed and a new aus was implanted. During the procedure, it was determined that the cuff had migrated leading to the incontinence but the component was not faulty. The patient fully recovered following the intervention.